Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional device are being filed under separate medwatch reports.

Event description:
This is filed to report that the clip caused damage to the previously implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70925u260) was advanced to the mitral valve, and implanted with no issue. During advancement of the second cds (71026u225), it interacted with the first clip, resulting in the first clip detaching from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was implanted for stabilization, reducing the mr to 3. An attempt was made to advance a third cds; however, the mr was unable to be reduced. The clip was not implanted and the cds was removed. Two clips were implanted, reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.